Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/4/2024, it was reported by a distributor via sems-06679357 that the knob of the swivelock from an ar-8978-cp hand/wrist internalbrace ligament augmentation repair implant system know would not twist appropriately. The anchor eventually flipped on itself upon entry. The forked eyelet tip broke during insertion. This was discovered during a carpal tunnel release procedure on (B)(6) 2024. Additional information received on 10/9/2024: the forked eyelet broke but not inside the patient. The case was completed using another ar-8978-cp hand/wrist internalbrace ligament augmentation repair implant system. The case was delayed about twelve minutes with no additional anesthesia.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.